Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery patient experienced inflammation (fibrin) and endophthalmitis. Patient was given with an antibacterial agent and the condition was improving. It was informed that the patient was in contact with surgical procedure packs, viscoelastics, ophthalmic phacoemulsification tip, ophthalmic phacoemulsification handpiece and irrigation/aspiration tip. Additional information was received clarifying the surgeon confirmed the event was tass (toxic anterior segment syndrome). This report represents viscoelastics involved in this event.

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. There were 4 similar complaints found. There was no sample returned for evaluation. The chemical lab has tested the osmo and ph of one reference sample and all results are within specifications for the tested parameters. Batch records were reviewed, and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified, the reference sample is conformed to the specifications and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. A. Correction: none - based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. B. Corrective/preventive action: none - no product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no action is initiated. However further trending is performed the manufacturer internal reference number is: (B)(4).